Event description:
Reporter indicated a vns handheld computer was not performing as intended. Manufacturer troubleshooting with a different vns computer and wand isolated the computer serial cable as the likely suspect component. The computer serial cable has been returned and is pending analysis.

Event description:
Analysis of the serial cable was completed. During the analysis it was identified that a known good handheld computer was unable to establish communication using the returned serial cable. Visual inspection of the serial cable identified a broken wire connection on the transceiver pcb. Once the blue wire was soldered onto the pcb, the serial cable was able to establish communication between the computer and programming wand. No further anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.